Event description:
It was reported that during a percutaneous coronary intervention, removal difficulty occurred. The target lesion was located in the diagonal artery and left anterior descending artery (lad). Two non bsc guide wires were advanced to the target lesion. Then an unspecified stent was deployed and was post dilated using an unspecified balloon. The physician wanted to use 2 balloons and post dilate at the same time on the lad and the diagonal artery. So, a 6mm x 3.00mm nc quantum apex balloon catheter was first advanced. Then the 2.0mm x 6mm nc quantum apex balloon catheter was also advanced but resistance was encountered. When an attempt to pull back the 6mm x 3.00mm nc quantum apex balloon catheter, the physician "felt" like the shaft was separating from the device. So instead of forcing the device, the physician pulled the 2.0mm x 6mm nc quantum apex balloon catheter and ended up pulling the whole system out. The procedure was not completed due to his event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a carrier tube (hoop). There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the catheter. The shaft was torn/perforated from the proximal end of the guidewire exit notch extending 2cm distally. There was no evidence of material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was not stuck on the guidewire and there was no difficulty withdrawing that was encountered.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).